Event description:
During an acl repair the screw broke in half when the surgeon was using a bone-to-bone graft on a young patient with hard bone. The surgeon felt fixation was secure with half the screw in place. The broken portion of the screw was removed. The surgeon did not tap prior to inserting the screw. No delay reported. No patient injury or complications resulted.

Manufacturer narrative:
Evaluation could not be performed because the device was not returned. However, the surgeon did not tap which is required in hard bone per instruction for use.